Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high thresholds after implant. All 12 vectors were tested and the best threshold was lv1 tip to can with a threshold of 2.6 v at 0.4 ms. No phrenic nerve stimulation present. The vectors were reprogrammed to lv1 tip to can. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.